Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose level was 290 mg/dl at the time of the incident. Customer stated that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. No blank display noted. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment, corroded electronic assemblies and corroded motor home switch.